Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose of over 600 mg/dl. Customer reported she had a finger surgery in august and couldn't get her blood glucose down since then. Customer was not using any medication that would have increased blood glucose. Customer had not been using the device since august, had reverted to backup plan. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The insulin pump was received with cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. The insulin pump was returned without the belt clip.